Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Additionally, the customer reported sometimes using cartridges too long with mobi pump, tandem technical support educated the customer on proper cartridge usage, as it should not exceed 72 hours.